Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total thyroidectomy, after the sealing tone and the blade was deployed, there were small bleedings which was less than 100cc. The issue happened a few times. The jaws were regularly cleaned. There was no regrasp alert, an end tone was heard and there was an evidence of energy delivery. The procedure was completed using the same device. They stated that the generator was working fine with another hand piece on a previous surgery. There was no patient injury.